Event description:
On 1/4/99, the international distributor informed the MFR via a fax of the following: air was observed in the venous extension when giving the first dialysis. When removing the catheter, the user facility observed two (2) holes in the venous extension leg and one (1) hole in the arterial extension leg. The device is being returned to the MFR for analysis. No further details were provided.